Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station experienced a communication problem as a result of the off-site server upgrade. A field service engineer verified that the issue was rectified post-upgrade. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered a communication problem with the server following the upgrade to es version 1.7.4, which prevented users from accessing medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.